Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 161 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer last changed her infusion set the day prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.